Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump tubing was worn down to the filament. No leaks were found in the pump. Functional test revealed that the pump did not pass the activation test. Based on the information available and analysis results, the reason for the mechanical issue and pump collapsed/dimpled/flat was most likely determined to be the pump not passing the activation test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted when the pump was pressed it was dimpled. The pump was removed and replaced. The cause of the pump dimple was not detailed by the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted when the pump was pressed it was dimpled. The pump was removed and replaced. The cause of the pump dimple was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).